Manufacturer narrative:
On september 25, 2023, mentor received additional information. Mentor received the serial number for the impacted device. On september 27, 2023, mentor became aware that mwr-(B)(4) is a duplicate of mwr-(B)(4). As such, reporting in this file will cease. Further reporting will take place in mwr-(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor made the determination that reporting for the patient¿s right prosthesis, identified as serial number (B)(6) will continue in this file, and cease in manufacturer report number 1645337-2020-00712. As such, this file was updated to contain the most current and correct information. The following updates were performed per the information available in the patient¿s duplicate file. The patient was implanted during a primary breast augmentation surgery. Lot number was added as 6775787. Serial number was added as (B)(6) date of event was updated to january 01, 2016. Date of implant was updated to (B)(6) 2015 patient age was updated to 66 years. Mentor became aware that the patient experienced a rupture of her right prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with 475cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral capsular contracture of an unspecified baker grade. As a result, the patient underwent removal and replacement with a 300cc mentor memorygel breast implant on (B)(6) 2021. A discrepancy between the date of implantation and manufacturing date was observed. The implantation date was provided by the initial reporter as an estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-10672 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).